Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to inconsistency in manufacturing of the top case. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
During resmed evaluation, an astral device had an unresponsive touchscreen. There was no harm or serious injury as a result of the event.

Event description:
During resmed evaluation, an astral device had an unresponsive touchscreen. There was no harm or serious injury as a result of the event.

Manufacturer narrative:
The top case was replaced to resolve the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: ((B)(4).